Manufacturer narrative:
Investigation summary: bd received 7 photos for investigation. Evaluation of the photos shows the presence of a missing shelf pack label; however, the photos do not show damaged shrink wrap. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect/missing label information. This complaint has not been confirmed for the indicated failure mode: open package/seal. No definitive potential cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes were missing a label and some were found to be broken. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes were missing a label and some were found to be broken. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.